Manufacturer narrative:
Updated: updated: h6, h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the forceps channel could not be identified. The cause of the issue was determined to be a leak in the forceps channel, preventing reprocessing from properly being implemented/completed. The root cause of the pin-hole leak in the channel was not determined, however, the leak was likely the result of user handling/mishandling. The event may be detected by following the instructions for use sections below: ·chapter 6 application and conditions of cleaning, disinfection, and sterilization ·chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that water tightness was lost due a pinhole on the channel tube. It was also noted that the bending angle in the up direction did not meet standard value due to wear of the angle wire. The ultrasonic transducer had corrosion and the objective lens had a scratch. It was noted that the device was not cleaned, disinfected and sterilized prior to being returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis lucera ultrasound gastrovideoscope had an air leak from the forceps channel. Inspection and testing of the returned device found that there was residual liquid/foreign material coming from the channel tube. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.